Event description:
During a laparoscopic tubal ligation procedure, the bowel was perforated and bleeding occurred. The surgeon converted the procedure to an open laparotomy and performed a temporary colostomy. The hospital reported that the patient's condition was satisfactory and that the colostomy had been reversed.